Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) canada alleging she was unable to perform a blood glucose test with her onetouch ultra2 meter because it was displaying a battery indicator. The complaint was classified based on the customer service representative (cca) documentation. The patient claimed the alleged issue began approximately one week prior to contacting lfs for assistance. The patient reportedly manages her diabetes with an unknown type and dose of insulin and is a self adjuster. She denied making any changes to her usual diabetes management routine in response to the alleged issue. Approximately two hours later she claimed she developed symptoms of "feeling tired, excessive thirst and frequent urination." Despite her symptoms she denied receiving any form of treatment. At the time of troubleshooting, the csr noted the meter is not being used for the first time, the battery did not need to be replaced based on its life expectancy and extent of meter use. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.